Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had been experiencing intermittent disconnections as indicated by remote support services (rss). The customer had validated the physical condition of the port and network cable, and no issues were identified. Information technology team had also validated the routing to the closet, and the station had been rebooted. While working with the customer, the field service engineer confirmed that the issue was related to the static configuration on information technology side. The customer followed up with it to address and resolve the vlan issues. The problem was ultimately resolved by the customer¿s information technology department. The system functioned as intended after the customer information technology team resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not communicating for 34hrs 19mins. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.